Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device had been exposed to therapeutic radiation. After a device software download, normal function resumed. The device remained implanted.